Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited low impedance. The lead was no longer used and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).